Event description:
Hypersensitivity reaction on preprocessed dialyzer. This was pt's first use with a terumo dialyzer. Three minutes after initiation of treatment, pt complained to severe chest and back pain. Treatment was interrupted, pt was medicated effectively and treatment resumed with competitor dialyzer. No further complaint.